Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found tip #1 and tip #3 were pushed out by the tip clamps. The fse checked the holding force of all plunger clamps and replaced the plunger clamps, tip clamps and lld springs in positions #1 and #2. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.